Event description:
The physician identified green matter resembling the wire's coating in the proximal section of the wire. The report received indicated that the physician needed to reshape the guide wire; therefore, the physician removed the wire from the patient and reshaped the wire. The physician then re-advanced the wire and on the portion of the wire left outside of the patient's body, the physician noticed some green matter, which seemed to be the teflon coating. The entire system was removed and there were no reported patient complications. Further information indicated the section of the wire in which the "green matter" was identified, did not come in contact or interfere with any other device. The wire had been inspected prior to use.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.